Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a system board fault was the cause of the reported issue. The device's system board was replaced. After completing other unrelated repairs proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unexpectedly resetting. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.